Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 is leaking and overtemp. Issue discovered during testing. No patient involvement.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A sample was received to perform an investigation. A visual inspection of the returned warmer found it to be in fair condition with pressure chambers. Functional testing was performed by filling the reservoir with water, installing temperature check, installing gas vent filter onto air detector, which attached to filter holder interlock switch. The device was powered on and alarmed over temperature. The reported problem was duplicated and found to be caused by a crack in the return tube which had leaked water, and damaged multiple internal components. To resolve the problem, the main printed circuit board (pcb) and return tube were replaced. The float switch was also replaced at this time. The source of the problem was determined to be design related. Corrective and preventive actions have been initiated for this issue. An additional issue was found during this investigation. Both pressure chambers gauge were discolored and replaced. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.